Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a lot of problems with her lower back. The device worked great on the patient¿s sciatica, but lower back pain was escalating. The patient said the back pain had always been there and it has been worked around. In the past, two programs ran simultaneously but the dual programs ¿killed the battery¿ meaning the patient had to recharge the ins daily. The patient saw her healthcare provider (hcp) who told the patient to get in contact with a manufacturer representative (rep). The patient declined troubleshooting and wanted to meet a rep in person. Additional information was received from a healthcare provider (hcp). It was reported that the patient presented with low back pain radiating to the right buttock. The pain had been present for years and was not a result of an auto accident or work-related injury. The patient rated the pain as a 2 on a scale of 0 to 10. The patient described the pain as dull, aching, throbbing, sharp, burning, stabbing, and tingling that is constantly present throughout the day. The pain is made worse by physical activity, sitting, standing, walking, bending, twisting, lifting, and getting up from lying down. The pain is alleviated by rest, sitting down, lying down, changing positions, and medications. The patient had a continued complaint of significant right-side lumber pain. The patient noted that facet injections performed last visit were not helpful. The patient said it increased her pain for a couple of weeks. The patient said it had now calmed down and was a little better, but not dramatic. The patient¿s cervical symptoms remain improved after previous rhizotomy. The patient had the stimulator readjusted and seemed to be getting better relief in the low back, but it did not cover the entire area. The patient¿s previous treatments include a facet injection in the lumbar region on the right-side at l3/l4, l4/l5, l5/s1 on (B)(6) 2018. The patient reported no relief. The patient¿s overall function has improved and there were no changes in bladder/bowel functions. The patient is taking medications as prescribed. The patient does not currently have any active infections and is not pregnant. The patient denies taking anticoagulants and is on aspirin. It was mentioned that the patient¿s medical history included foot surgery twice, hernia repair, hysterectomy, and cataract removal. The plan was for the patient to get a bone scan and spect-CT to see if there was an abnormality of the lumbar spine. The patient may have a lumbar rhizotomy. The hcp made an adjustment to the patient¿s medications and was planning to follow up for bone scan and spect-CT. No further complications were reported.